Manufacturer narrative:
The device has not been returned to microline surgical, inc. An investigation cannot be performed at this time.

Event description:
Male patient in the or for a laparoscopic right inguinal hernia repair. During the procedure, the surgeon fired the handpiece of the laparoscopic scissors prior to using them on the patient. When he did that, the handpiece arced and caused a spark and smoke to come from the tip of the handpiece, which burned through the rubber insulation on the side. The instrument was immediately removed and a new scissor tips and handle were obtained. The procedure continued as planned.